Event description:
Information was received from the patient and the patient¿s family member/friend regarding the patient who was implanted with an implantable neurostimulator (ins) for spinal pain and chronic low back pain. It was reported that the patient could not turn their therapy on since 2017 (for eight months) and they indicated that they had charged the ins. They stated that their therapy had never really helped the patient since implant ((B)(6) 2013). It was reported that the patient had met with a manufacturing representative three months ago and they were supposed to call the patient back with the next steps, but they never heard back from them. The patient was redirected to follow-up with their healthcare provider to discuss possibly explanting the device. An email was sent to a local rep about the call, for them to reach out to the patient and the rep indicated that they spoke with the family member and that they would be seeing the patient at the doctor¿s office on (B)(6). On (B)(6) 2017, additional information was received from the manufacturing representative (rep) reporting that the patient was seen by their doctor on (B)(6) 2017 and the patient requested a new full body MRI system, however, no surgery had been scheduled. The rep indicated that the date of the patient's appointment ((B)(6) 2017) was when they first became aware of their issues. They had no other information to provide at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the cause of the patient not being able to turn their therapy and never helping was that the patient had let the battery die. The actions take were that the patient does not want to recharge the battery. The issues of the therapy not helping and the device never really helping was that the patient's therapy worked, however, the patient did not like charging. No further complications were reported or anticipated.